Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the light condition is darker than normal and the light color is abnormal resulting in dark image during an inspection for use involving an olympus video system center. There was no patient injury reported.